Event description:
Per clinician, hmsc reported shock impedance greater than 150 ohm and noise. All other values are stable. Lead remains implanted and evaluation is advised. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 01-nov-2023 information received that lead was explanted on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.